Manufacturer narrative:
This report is submitted on 15 march 2021.

Manufacturer narrative:
This report is submitted on 4 august 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI (tesla unknown) the magnet was manipulated back into position, however the issue was not resolved. The device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.